Event description:
After an implantation duration of 2 days, the lead was reportedly replaced due to exit block and sensing around 1.5 mv.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. The visual inspection showed a deformation of the outer conductor helix about 22 cm distal of the is-1 connector pin in the area of the ligature. The insulation of the lead body and the inner conductor helix were squashed in this area. These damages are probably a result of a tight binding of the ligature thread. Cuts in the insulation were also found in this area, which are most likely a result of the explantation. The analysis did not show any other deviations that could be related to the clinical complaint. The measurement values of the electrical analysis were within the technical specifications. The manufacturing process of this lead was reviewed. The production documents did not show any anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.